Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was hospitalized on (B)(6) 2019 and subsequently explanted. The ipg was explanted on (B)(6) 2019.